Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be a faulty keyboard, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm and displayed ¿key pressed¿. Troubleshooting was performed but the alarm persisted. Per the reporter, there were no adverse patient effects.